Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited message cassette not attached.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated, there was a high alarm displayed: cassette damaged just upon powering up. The error was found in the event history log multiple times. Replaced all cassette detection pins for the repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 31-jan-2022: no patient involvement. H6: event problem and evaluation codes: updated after additional information received.